Manufacturer narrative:
D10 concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler (lot#p3l0691) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, the reload was articulated in position on the stomach, then closed and fired normally. However, while firing the stapler, the second 15mm increment being fired would bring the stapler articulation back a few notches closer to neutral while firing. The issue did not affect the staple line and the case was completed. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found, when the reload was loaded into the subject instrument for functional testing, that the reload was articulated to all positions without difficulty. The reload was articulated to the right and applied to test media. All staples were placed and the test media was cleanly transected. The reload remained in the articulation position and there was no articulating or straightening observed during the firing. The reload interlock was tested and found to function properly. It was reported that the device was straightening during firing. The reported issue was not confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of missing distal cartridge suture not related to the reported condition. Visual inspection noted that the distal suture end of the cartridge was missing. Functional testing found that the reinforcement material was properly placed and the remaining sutures were cut and released. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, the reload was articulated in position on the stomach, then closed and fired normally. However, while firing the stapler, the second 15mm increment being fired would bring the stapler articulation back a few notches closer to neutral. The issue did not affect the staple line and the case was completed. There was no patient injury.